Event description:
It was reported that a catheter break occurred. An opticross 18 imaging catheter was selected for lower extremity angiogram (le angio). However, during the course of the procedure, it was noted that the image was dark. Despite adjusting the brightness and gentle flushing, the image remains dark and with no resolution. Consequently, the catheter broke. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and no issues were found, and the device appears to be in good condition. Also, to inspect for damage in the imaging core at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the hub. No damage was found within the telescope and sheath section of the device. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscopic inspection revealed that the guidewire exit port and tip were in good condition. A test guidewire was inserted for functional inspection, and no indication of resistance in tracking the guidewire into the catheter was noted. The mdu (motor drive unit) and ilab system were used to perform a functional inspection on the device. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. During impedance test, the above-referenced calibrated equipment was used to perform an impedance test. The impedance test shows an electrical open proximal waveform between 130-140 cm from the distal housing. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter break occurred. An opticross 18 imaging catheter was selected for lower extremity angiogram (le angio). However, during the course of the procedure, it was noted that the image was dark. Despite adjusting the brightness and gentle flushing, the image remains dark and with no resolution. Consequently, the catheter broke. The procedure was completed using an alternate device. No patient complications were reported.